Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture (baker grade unknown) and breast cancer mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 46-year-old female patient who underwent primary breast augmentation surgery with mentor sm mpp gel 550cc gel breast implants on (B)(6) 2021 experienced right-sided capsular contracture (baker grade unknown) and breast cancer. Breast implant removal surgery is tentatively scheduled for (B)(6) 2023. At the time of this review, the information provided was very limited. Further, follow-up is needed.

Manufacturer narrative:
Additional information received on september 5, 2024 indicated that the grade of right-side capsular contracture is IV. Date of removal was on (B)(6) 23. Treatment plan right breast 3 o'clock 3cm from nipple / primary (B)(6) 2022 / no family history / yes tested genetic analysis -results not genetic / documents attached - breast cancer hers2+ stage 1b- chemo - surgery - radiation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 2, 2024, indicated that the patient replaced with non mentor implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 16, 2024 indicated that the date of removal was on (B)(6) 24, and grade of capsular contracture was ii. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).